Event description:
It was reported that the pt underwent a hernia repair procedure for a recurrent hernia. The pt has had four previous hernia repair procedures for this issue. Postoperatively, the pt developed inflammation at the suture sites. The pt was told to take ibuprofen 400-600mg three times a day for 5 days. This event has been listed as mild in intensity. The doctor has indicated that the event is not product related but is procedure related.

Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.